Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated that they had started a new sensor session and passed out while the sensor was warming up. They stated that they did not see or hear any error message or alert. They were alone in their room and was about to sleep on his bed when he passed out. He did not require any medical attention and stated that they woke up the next day and went on and ate some food. They replaced the sensor then because the cgm was indicating to insert a new sensor. Data was evaluated and the allegation was undetermined. Data investigation could not determine a new sensor message on (B)(6) 2021. The probable cause could not be determined. No additional patient or event information is available.